Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no reported complications nor injuries and the patient condition was good.